Event description:
It was reported via literature study that right atrial (ra) leadless pacemaker exhibited elevated capture threshold. No further information regarding intervention and patient consequences were provided.

Manufacturer narrative:
Details are listed in the article, titled ¿po-06-016 atrial leadless pacemaker threshold at implant does not predict chronic threshold, kapoor, mehak et al. Heart rhythm, volume 22, issue 4, s638¿.